Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an infection in (B)(6) 2013, which was treated with antibiotics. A urologist treated his infection and told him the device wouldn't work as long as he had an infection. The patient was "pessimistic" about the interstim therapy. Stimulation was turned off at the time of report. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).